Manufacturer narrative:
The customer reported problem was confirmed. Complaint escalations, infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode.

Event description:
(B)(4). Case description: (B)(6) had "air in line" alarms on lvp8100 sn (B)(4). Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: (B)(6) confirmed no air in the tubing and the tubing was properly loaded. I recommended sam to replace ail sensor. Assisted with a part number and transferred to com for pricing. (B)(6) will replace ail sensor.